Event description:
It was reported that the patient's generator failed to interrogated. It was reported that the generator was believed to be at end of service; however, a battery life calculation did not support this. It was reported that the patient would be referred for generator replacement. Clinic notes dated (B)(6) 2015 note that the patient's device was showing that it was nearing end of life at a routine follow-up. It was noted that "from the story the patient's mother tells it sound like the interrogation of the device did not yield enough information to know if the lead impedance was ok, or not". The patient underwent generator replacement. The explanted generator has not been received for analysis to date. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
It was reported that the explanting facility will not return explanted devices for analysis; therefore, no product analysis can be performed.

Event description:
Further follow-up revealed that the physician was not able to communicate with the patient's device at all despite changing the wand battery. It was reported that the programming system was able to interrogate other patient's devices. The patient was referred for surgeon on the conclusion that the generator battery had depleted. It was noted that the patient was seen in april at which time device diagnostics were within normal limits and showed eos - no.